Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the air mixer. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following the air jet mixer malfunction or if the part stops working; the resulting failure modes described could occur: clogged/contaminated mixer causing uneven reagent distribution. This event can lead to a potential alteration instaining.

Event description:
Customer complaint record reported the event as follows: light staining no direct or indirect patient harm or user harm have been reported.